Event description:
Caller reported a loss of therapeutic effect following a fall where she broke her leg and was hospitalized. Caller stated that she was not having issues with the implanted device prior to the fall. Additional information has been requested, and a follow up MDR will be sent if more information is received.

Manufacturer narrative:
(B)(4).